Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their blood glucose was high and that hospitalization was necessary due to diabetic ketoacidosis. The customer's blood glucose was unknown at the time of incident, although the customer indicated that it was above 300 mg/dl. The customer declined to troubleshoot for the high blood glucose.